Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer returned a photo for evaluation. Based on the review of the photo it was determined that the cannula clogged during use and that medication was being used in conjunction with the cannula. The product in question is an oxygen nasal cannula and is not intended to be used to deliver other substances including medications. Based on the visual examination of the photo, the reported complaint was confirmed. It was determined that the product was misused by the customer.

Event description:
Customer complaint alleges "both sides of the lariet were blocked with white powder. They were using a continuous medication through the high flow set up. They realized the cannula was clogged when the pressure relief valve went off at 5-7 l/m." Alleged defect reported as detected during use. No report of patient harm. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "both sides of the lariet were blocked with white powder. They were using a continuous medication through the high flow set up. They realized the cannula was clogged when the pressure relief valve went off at 5-7 l/m." Alleged defect reported as detected during use. No report of patient harm. Patient condition reported as "fine".